Event description:
Caller reported potential discrepant high troponin I (tni) results on triage vs. Lab analyzer. (B)(6) year old male admitted for chest pain; previous history includes coronary artery disease with stent placement. EKG: (B)(6) 2014 6:40 am sinus rhythm with evidence of left bundle branch block, unchanged from previous EKG. Pt was advised to be admitted for "observation" based on his history of coronary disease but pt left hosp against medical advice. His final exam was pain-free and vitals were stable.

Manufacturer narrative:
No elevated or discrepant high tni results were observed from any devices tested with "normal" (apparently healthy) wb edta donor samples. Testing results of returned pt samples show that samples contain hama antibody interference. No product deficiency was established. No corrective action required at this time.